Event description:
Customer reported a motor error alarm during bolus delivery. The blood glucose reading was 179 mg/dl. He stated that the drive support cap appeared normal and that the insulin pump had not been exposed to a strong magnetic field or MRI. He stated that he was able to rewind the insulin pump and that it passed the displacement test. The insulin pump passed the self test. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the displacement test, self test, a21 error test and basic occlusion test. All operating currents are within specification. Off no power alarm functions properly. No motor error alarm noted. The insulin pump was unable to prime during prime/a33 test due to faulty fsr (gold). Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Motor passed motor test. The insulin pump had minor scratched display window, cracked belt clip slot, scratched reservoir tube window, and a cracked reservoir tube lip.